Manufacturer narrative:
Additional/updated information was added to reflect the left seat frame being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. Per the initial evaluation, the seat rail was broken from the side frame at the rear. An expanded evaluation was performed. The expanded evaluation report confirmed that the weld between the seat rail tube and the seat frame hinge was broken. However, the underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The dealer stated the left seat frame is broken at a weld.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the left seat frame is broke at a weld.